Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the symptomatic patient presented in the clinic with a device that was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy as a result. The case was clinically resolved by reprogramming the device.